Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small horizon clip applier instrument was analyzed and found to have no product issue. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clip test was performed twice and passed. The instrument was fully functional. The complaint was not confirmed by failure analysis, which indicates that the device may not have contributed to the customer reported issue.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of small horizon clip applier was broken, and clips fall off. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no visible damage. During procedure clips fell off. The clips were mounted by an experienced user of the system. Weck horizon small clips were used, as indicated on the instrument. A back-up instrument was used to complete the case. No photos or videos are available for review.